Manufacturer narrative:
This report is submitted november 16, 2018.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced swelling and dislodgement of the device. Subsequently the patient was hospitalized and administered oral antibiotics. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection at implant site. Device analysis report attached. This report is submitted on may 30, 2024.